Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The customer localized the issue to a failed ac power module. A replacement power module was ordered to resolve the issue.